Event description:
Ff/emt's responded to a person, condition unk. The pt was connected to the device with ECG electrodes. According to the reporter, although the person was awake and aware, the recorder strips showed very small qrs complexes. An als crew arrived on the scene, replaced the device with their manual defibrillator/monitor and observed a normal sinus rhythm ECG. No adverse affects to the pt were reported as a result of the alleged malfunction.